Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarm once and shut off. No adverse effects were reported.

Event description:
Additional information was received by the manufacturer on 07-nov-2022 via email and attached to the complaint object. The date of the event was received and updated from unknown to (B)(6) 2021. An IV of tacrolimus was infusing. The educator came out and got the rn to check the pump. The pump was plugged in. If no one was in the room, tacrolimus would have not continued to infuse. A new syringe pump was obtained and tacrolimus was restarted. The above information is the only info provided during the incident.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the bottom case upon receipt, the general physical condition was noted to be good with no appearance of any damage. Error codes could not be obtained from the ehl (event history log) due to a power up problem. The customer reported issue was duplicated during the investigation as there was blank screen and the pump alarmed constantly upon power up. Root cause could not be determined, but the main printed circuit board does not operate as intended although no physical or any other damage was noted upon inspection. Recommended to replace the main printed circuit board. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. The pump is five years old., corrected data: h6: correction: event problem and evaluation codes: method should have been originally reported as b21, d5 and e4: correction: both are unknown